Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that when this subcutaneous implantable cardioverter defibrillator (s-ICD) was interrogated, the device showed a high impedance (hi) error code. The shock impedance measurement was noted to be normal at 74 ohms. Device data was submitted to technical services for review. Engineering review confirmed the device experienced a memory corruption event on (B)(6) 2020, which caused the hi error inappropriately. The device performed a reset on this date. Subsequent lead impedance measurements stored in the device appear to be within normal range. It was also noted the device appropriately detected an arrhythmia and delivered a shock successfully on (B)(6) 2020. It was concluded the device was functioning normally after the reset. The physician reported they would continue to monitor the patient and device with weekly alert checks in the remote monitoring system. No adverse patient effects were reported. The device remains implanted and in service.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued. This device remains implanted and in service; therefore, physical analysis cannot be conducted. Engineering review of the device's diagnostic data determined that the device experienced a temporary memory corruption which led to the inappropriate hi alert. It was confirmed that the device performed a reset on the same day which self-corrected the memory corruption, and the device is functioning normally and able to provide therapy.

Event description:
It was reported that when this subcutaneous implantable cardioverter defibrillator (s-ICD) was interrogated, the device showed a high impedance (hi) error code. The shock impedance measurement was noted to be normal at 74 ohms. Device data was submitted to technical services for review. Engineering review confirmed the device experienced a memory corruption event on (B)(6) 2020, which caused the hi error inappropriately. The device performed a reset on this date. Subsequent lead impedance measurements stored in the device appear to be within normal range. It was also noted the device appropriately detected an arrhythmia and delivered a shock successfully on (B)(6), 2020. It was concluded the device was functioning normally after the reset. The physician reported they would continue to monitor the patient and device with weekly alert checks in the remote monitoring system. No adverse patient effects were reported. The device remains implanted and in service.